Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified additional information was requested, the following was obtained: please confirm the number of instances where the barbs were not grabbing in tissue. ¿ unknown the exact number of instances. Procedure date? Unknown lot number? Was submitted in original complaint ¿ unavailable now that product has been sent in.

Event description:
It was reported that a patient underwent a total knee replacement procedure in 2023 and barbed suture was used. During the procedure, the sales rep reported that dr. (B)(6) has had multiple instances where the suture that is supposed to be barbed is not barbed, and/or not barbed enough to actually grab on to tissue. He is concerned about overall patient safety and no longer will use any of our barbed suture products. No patient harm. Devices are available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of instances where the barbs were not grabbing in tissue. Procedure date? Lot number? Please clarify how many devices are available for return. Status of product return.